Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implant was removed easily and it is unknown whether or not fragments were generated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date provided: (B)(6) 2016. Device will not be returned as it was discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed due to non-union and breakage of 10mm trochanteric fixation nail-advanced (tfna) nail. The original surgery was on an unknown date in (B)(6) 2016 to treat a right subtrochanteric fracture. It was probable that the issues were noted upon a follow-up x-ray on an unknown date; that there was a non-union at the cephalomaxillary junction. The patient was revised to another tfna on (B)(6) 2016. The broken nail was successfully removed (2 pieces) and surgery was successfully completed. There was no surgical delay. This report is for an unknown 10mm trochanteric fixation nail-advanced. This is report number 1 of 1 for (B)(4).